Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported the last time they recharged or felt stimulation was ¿a couple of weeks ago.¿ ¿a couple of days ago¿ they started seeing the poor communication screen on the patient programmer (pp), were experiencing poor communication with the pp, were seeing the reposition antenna screen on the recharger, and were unable to communicate using the recharger. No further complications were reported/anticipated.